Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("fallopian tube perforation") and device expulsion ("migration of essure device location of device: uterus") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), mood swings ("mood swing"), night sweats ("night sweats"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain") and skin irritation ("red skin irritation"). On an unknown date, the patient experienced vaginal disorder ("vaginosis"), rash macular ("red dots rash") and fatigue ("fatigue"). The patient was treated with surgery (plantiff underwent surgery to remove the essure.). Essure was removed. At the time of the report, the pelvic pain outcome was unknown and the fallopian tube perforation, device expulsion, mood swings, night sweats, vaginal haemorrhage, menorrhagia, vaginal disorder, anxiety, depression, rash macular, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain upper, vulvovaginal pain and skin irritation had not resolved. The reporter considered abdominal pain upper, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, rash macular, skin irritation, vaginal discharge, vaginal disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: still having complications with the use of essure discrepancy about essure removal - have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received:event mood swings, night sweats, abnormal bleeding (vaginal, menorrhagia),vaginosis,anxiety, depression,red dots,red skin irritation, migraines / headaches, migration of essure device location of device: uterus, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge,perforation (fallopian tube),fatigue, weight gain, hair loss, stomach pain, vaginal pain added.events outcome added as not recovered. Reporters added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), fallopian tube perforation ('fallopian tube perforation') and device expulsion ('migration of essure device location of device: uterus/migrated to uterus') in a 34-year-old female patient who had essure (batch no. B53660) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea/constant stabbing pain during period"). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia/passing clots") and nausea ("nausea"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain"), mood swings ("hormonal changes : mood swing"), night sweats ("night sweats"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines/headaches") and skin irritation ("red skin irritation") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal disorder ("vaginosis/infection (bladder /urinary tract /vaginal ): vaginosis"), rash macular ("red dots rash"), fatigue ("fatigue") and erythema ("red skin"). The patient was treated with surgery (plantiff underwent surgery to remove the essure and surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain and erythema outcome was unknown and the fallopian tube perforation, device expulsion, dyspareunia, dysmenorrhoea, abdominal pain upper, vulvovaginal pain, vaginal disorder, rash macular, vaginal discharge, vaginal haemorrhage, mood swings, night sweats, menorrhagia, anxiety, depression, migraine, nausea, fatigue, weight increased, alopecia and skin irritation had not resolved. The reporter considered abdominal pain upper, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, erythema, fallopian tube perforation, fatigue, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, rash macular, skin irritation, vaginal discharge, vaginal disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: still having complications with the use of essure discrepancy about essure removal - have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: total bilateral occlusion. X-ray - on an unknown date: one of the coils perforated my fallopian tubes and the other had migrated to uterus. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter information were updated. Lot number were added. Lab data were added. Event verbatim were updated as dysmenorrhea/constant stabbing pain during period, menorrhagia/passing clots, migration of essure device location of device: uterus/migrated to uterus. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), fallopian tube perforation ('fallopian tube perforation') and device expulsion ('migration of essure device location of device: uterus/migrated to uterus') in a 34-year-old female patient who had essure (batch no. B53660- not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On(B)(6)2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea/constant stabbing pain during period"). In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia/passing clots") and nausea ("nausea"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain"), mood swings ("hormonal changes : mood swing"), night sweats ("night sweats"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines/headaches") and skin irritation ("red skin irritation") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal disorder ("vaginosis/infection (bladder /urinary tract /vaginal ): vaginosis"), rash macular ("red dots rash"), fatigue ("fatigue") and erythema ("red skin"). The patient was treated with surgery (plantiff underwent surgery to remove the essure. And surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain and erythema outcome was unknown and the fallopian tube perforation, device expulsion, dyspareunia, dysmenorrhoea, abdominal pain upper, vulvovaginal pain, vaginal disorder, rash macular, vaginal discharge, vaginal haemorrhage, mood swings, night sweats, menorrhagia, anxiety, depression, migraine, nausea, fatigue, weight increased, alopecia and skin irritation had not resolved. The reporter considered abdominal pain upper, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, erythema, fallopian tube perforation, fatigue, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, rash macular, skin irritation, vaginal discharge, vaginal disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: she was still having complications with the use of essure. Discrepancy about essure removal - she did not undergo essure (or any part of the device) remova. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: total bilateral occlusion. X-ray - on an unknown date: one of the coils perforated my fallopian tubes and the other had migrated to uterus. Most recent follow-up information incorporated above includes: on (B)(6)2019: update of information (batch is not valid) product technical compliant. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), fallopian tube perforation ("fallopian tube perforation") and device expulsion ("migration of essure device location of device: uterus") in a 34-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), mood swings ("mood swing"), night sweats ("night sweats"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches"), weight increased ("weight gain"), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain") and skin irritation ("red skin irritation"). On an unknown date, the patient experienced vaginal disorder ("vaginosis"), rash macular ("red dots rash"), fatigue ("fatigue") and erythema ("red skin"). The patient was treated with surgery (plantiff underwent surgery to remove the essure.), surgery (surgery to remove essure) and surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain and erythema outcome was unknown and the fallopian tube perforation, device expulsion, mood swings, night sweats, vaginal haemorrhage, menorrhagia, vaginal disorder, anxiety, depression, rash macular, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, abdominal pain upper, vulvovaginal pain and skin irritation had not resolved. The reporter considered abdominal pain upper, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, erythema, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, mood swings, nausea, night sweats, pelvic pain, rash macular, skin irritation, vaginal discharge, vaginal disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: still having complications with the use of essure discrepancy about essure removal - have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion most recent follow-up information incorporated above includes: on 19-sep-2018: coding correction: event red skin irritation with meddra llt skin irritation split in to 1. Event red skin irritation with meddra llt skin irritation and 2. Event red skin with meddra llt skin red. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), fallopian tube perforation ('fallopian tube perforation/ migration or perforation') and device expulsion ('migration of essure device location of device: uterus/migrated to uterus') in a 34-year-old female patient who had essure (batch no. B53660,6106520-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea/constant stabbing pain during period"). In 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal vaginal bleeding"), heavy menstrual bleeding ("menorrhagia/passing clots") and nausea ("nausea"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain"), mood swings ("hormonal changes : mood swing"), night sweats ("night sweats"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines/headaches") and skin irritation ("red skin irritation") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal disorder ("vaginosis/infection (bladder /urinary tract /vaginal ): vaginosis"), rash macular ("red dots rash"), fatigue ("fatigue") and erythema ("red skin"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain and erythema outcome was unknown and the fallopian tube perforation, device expulsion, dyspareunia, dysmenorrhoea, abdominal pain upper, vulvovaginal pain, vaginal disorder, rash macular, vaginal discharge, vaginal haemorrhage, mood swings, night sweats, heavy menstrual bleeding, anxiety, depression, migraine, nausea, fatigue, weight increased, alopecia and skin irritation had not resolved. The reporter considered abdominal pain upper, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, erythema, fallopian tube perforation, fatigue, heavy menstrual bleeding, migraine, mood swings, nausea, night sweats, pelvic pain, rash macular, skin irritation, vaginal discharge, vaginal disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted as per mr it was reported as "there was no evidence of tubal perforation by the essure implants". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: results: total bilateral occlusion. X-ray - on an unknown date: one of the coils perforated my fallopian tubes and the other had migrated to uterus. Lot no.b53660- not valid. Lot numbers reported (b53660,6106520) are invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 22-sep-2021: quality safety evaluation of ptc. We received an invalid lot number in this case. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain'), fallopian tube perforation ('fallopian tube perforation/migration or perforation') and device expulsion ('migration of essure device location of device: uterus/migrated to uterus'). In a 34-year-old female patient who had essure (batch no. B53660,6106520), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea/constant stabbing pain during period"). In 2014, the patient experienced alopecia ("hair loss"). On (B)(6) 2014, the patient had essure inserted. In august 2014, the patient experienced vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal vaginal bleeding"), heavy menstrual bleeding ("menorrhagia/passing clots") and nausea ("nausea"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain upper ("stomach pain"), vulvovaginal pain ("vaginal pain"), mood swings ("hormonal changes: mood swing"), night sweats ("night sweats"), anxiety ("anxiety"), depression ("depression"), migraine ("migraines/headaches") and skin irritation ("red skin irritation"). And was found to have weight increased ("weight gain"). On an unknown date, the patient experienced vaginal disorder ("vaginosis/infection (bladder /urinary tract /vaginal ) vaginosis"), rash macular ("red dots rash"), fatigue ("fatigue") and erythema ("red skin"). The patient was treated with surgery (total laparoscopic hysterectomy, with bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain and erythema outcome was unknown. And the fallopian tube perforation, device expulsion, dyspareunia, dysmenorrhoea, abdominal pain upper, vulvovaginal pain, vaginal disorder, rash macular, vaginal discharge, vaginal haemorrhage, mood swings, night sweats, heavy menstrual bleeding, anxiety, depression, migraine, nausea, fatigue, weight increased, alopecia and skin irritation had not resolved. The reporter considered abdominal pain upper, alopecia, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, erythema, fallopian tube perforation, fatigue, heavy menstrual bleeding, migraine, mood swings, nausea, night sweats, pelvic pain, rash macular, skin irritation, vaginal discharge, vaginal disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: discrepancy noted, as per mr, it was reported, as "there was no evidence of tubal perforation by the essure implants". Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014, results: total bilateral occlusion. X-ray: on an unknown date, one of the coils perforated my fallopian tubes and the other had migrated to uterus. Lot no#: b53660- not valid. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: lot number added, removal details (date & surgery) updated, reporter information updated. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plaintiff underwent surgery to remove the essure.). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.